Event description:
It was reported to medtronic minimed that the customer multiple error like the customer received pump error 4 (the motor arm cannot communicate with the main arm.), pump error 15 (the critical block and inverse critical block did not add to zero.), pump error 23 (post-reset ram crc alarm), and pump error 53 (software error detected) trice. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Unit passed the displacement test. No pump error 15, 4, 53, or 23 alarms noted during testing. However, pump error 4 was found during download history review on 05/20/2025 05:20:08.000. Line=2690 file=32122. Per software engineering log investigation, pump error 4 was the consequence of pe53 and was expected. Pump error 15 was found on 05/20/2025 05:20:08.000. Line=442 file=38. Per software engineering log investigation, pump error 15 was triggered in function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed¿ suspecting memory corruption. Isolate to electronic assembly. Additionally, pump error 53 was found on 05/20/2025 18:06:41.000 through 05/20/2025 18:50:36.000, with several alarms noted. Line=1216 file=709. Per software engineering log investigation, pump error 53 was caused by software error. Unit was cut open and a visual inspection on the connectors and electronic stack was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of pump error 23 were not confirmed as pump error 23 is a known and expected alarm upon unit restart. However, customer allegations of pump error 4, 15, and 53 were confirmed when several alarms were noted in adapt. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.